Event description:
Refer to manufacturer report # 3007566237201006745. Following a pump replacement, a patient was reported to have underwent withdrawal as there was a return of the following symptoms: increased tone, itchiness, general malaise, and spasticity. The symptoms were noted as occurring up through 2 to 4 days following the pump replacement surgery which had occurred on (B)(6) 2010. At the time of replacement, the drug concentration was 2000mcg/ml; daily dose unknown. The new pump was filled with lioresal 2000mcg/ml (40ml) and the daily dose was kept the same. The catheter was not aspirated and the pump tubing was primed before being connected to the catheter. The pump was emptied of water; unknown if a full reservoir rinse was done. It was noted that "the catheter is an old catheter" and "due to not knowing the length and the fact that the patient has been well controlled on his pump for so long (despite being compounded), the surgeon decided to clamp the catheter to keep the drug in and we primed the pump tubing on the back table for the allotted 19 minutes/0.3ml prime and then connected the pump" . The physician had concerns regarding the drug (lioresal) placed in the pump; the physician had extracted all the drug from the pump and refilled with fresh baclofen 2000mcg/ml. If no changes in the patient were observed, the physician was planning on referring back to the surgeon to ensure no issues with the catheter were present. Later it was reported that in terms of troubleshooting, the only thing known was that drug was removed, and fresh drug was inserted. It was believed the fresh drug was compounded. The physician cancelled any future troubleshooting as the patient was feeling much better "after having the lioresal removed and the fresh intrathecal baclofen injected into the pump". The physician had retained a sample of the lioresal for testing purposes.

Manufacturer narrative:
(B)(4).